Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer had to push button 11 times to respond. Customer did not received stuck button error alarm. Center button and the arrows was unresponsive. Pressing menu button navigate to the menu screen. Customer was using the up arrow to navigate screens. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.